Event description:
It was reported that the lead integrity alert (lia) triggered due to oversensing. It was not possible to reproduce the oversensing during the clinic visit. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.